Manufacturer narrative:
A ge representative evaluated the system and corrected the system configuration settings. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the system is intermittently locking up. No patient injury was reported.